Event description:
The site reports that on new ge mammography the measurements are incorrect in pacs, with the images value measure being 1.5 or 1.8 times larger in pacs. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).